Manufacturer narrative:
G4: 06mar2020 b4: (B)(6)2020. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the battery and the issue was resolved. Additional information was requested from the customer; however, no additional information was obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date event: (B)(6) 2020. Date of report: 14feb2020.

Event description:
It was reported that the unit had a battery failure. The device was in use at the time of the event; however, there was no patient harm.